Manufacturer narrative:
(B)(6).

Event description:
It was reported that the ventilator had an error report: air pressure meter failure. There was no patient involvement. Issue occurred during set up with no delay noted. There was no patient harm. The service provider (sp) inspected the device. The sp found an error code indicating machine pressure sensor auto zero failed. The sp replaced the data acquisition board to address the issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.